Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the tip of the guide wire became stuck with the deployed stent, such that any attempt to retract the device in this entrapped state would have resulted in tensile or torsional loads beyond its design limits causing the guide wire to detach. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 014 s'port guide wire was inserted into the lesion and a 2.25x18mm xience alpine stent was implanted proximally. The guide wire was pulled back and a 2.25x23mm xience alpine stent delivery system (sds) was advanced. An attempt to advance the 2.25x23mm xience alpine stent distally was made; however, it could not cross past the 2.25x18mm xience alpine stent. The 2.25x23mm xience alpine sds was removed; however, the guide wire became stuck in the stent. The guide wire separated and a micro snare gooseneck retrieval wire was used to remove the distal tip of the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.